Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel and the air/water channel of the subject device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for pseudomonas aeruginosa (5cfu /20ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, medivator advantage plus, using peracetic acid. The service department of olympus (B)(4) checked the subject device and found followings; the insulation of distal end was too low, and the distal end was sharp-edged. There was the deterioration of the glue at the distal end. The bending section rubber was chipped off. The insertion tube was broken. The angle of the subject device was insufficient and play due to stretching the angle wire. The name plate on the control section was missing. There was no report of infection associated with this report.